Event description:
The customer reported the cc4204a collamer single piece lens was inadvertently loaded into the wrong injector and as a result the lens riped as the surgeon inserted it. The lens was removed without altering the incision and another lens was implanted using the nanopoint injection system. The reporter stated the event was the due to a users error.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4): evaluation:results - visual inspection of the returned lens showed the lens was received in liquid and a haptic plate was torn. (B)(4).